Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the lead integrity alert (lia) tripped and the patient did not hear the tone. It was also noted that the right ventricular (rv) lead had oversensing and was fractured. The rv lead helix would not retract when attempting to extract the lead and the rv lead was then capped and replaced. The lia software was reinstalled onto the device and it was later noted that the device was explanted and replaced per physician judgement. It was later reported by the patient's spouse that the patient's device had early battery depletion and the patient has had problems with wound healing. Additional information was received from the physician stating that the device was explanted and replaced per physician judgement to avoid an additional procedure in the future and the wound healing. It was reported that the patient received inappropriate shocks. It was also reported that the lead integrity alert (lia) tripped and the patient did not hear the tone. It was also noted that the right ventricular (rv) lead had oversensing and was fractured. The rv lead helix would not retract when attempting to extract the lead and the rv lead was then capped and replaced. The lia software was reinstalled onto the device and it was later noted that the device was explanted and replaced per physician judgement. No further patient complications have been reported as a result of this event. (B)(4) 2012: it was also reported by the patient's spouse that the patient's device had early battery depletion and the patient has had problems with wound healing. Additional information was received from the physician stating that the device was explanted and replaced per physician judgement to avoid an additional procedure in the future and the wound healing issue was ...

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. There were no anomalies found. Event description continued: issue was a "patient thing" and was not due to the device system. No further patient complications have been reported as a result of this event.